Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. The vasculature was noted as 9.1mm, and a deployment depth measurement of 2 + 1. Calcification was noted well above the access area. A post-angiogram revealed a dissection. Contralateral balloon inflations were applied, and a 9.5mm covered stent was placed. Flow was still present due to under sizing, and an 11mm covered stent was deployed and achieved hemostasis. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Therefore, the root cause of the dissection is inconclusive. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. Risk documentation was reviewed and confirmed this is a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: patient underwent a non-remarkable tavr procedure. Upon manta closure, a dissection was observed during the post-angio run. After crossing over from the other side, the vascular surgeon was able to land a 9.5mm covered stent, there still was flow issues due to undersizing. They went in with a 11mm covered stent and it was deployed. The patient was stabilized and sent to ICU. Dismissed within a day.